Event description:
Physician accessed pump for refill - was certain he was in the septum. Physician completed the refill - no swelling noted. Pt went to office lobby and there became dizzy, light-headed, and had swelling over the pump. Returned to office, was given narcan and the pump pocket was drained of 19cc. Pt had x-ray to check status of the pump septum. Pump septum was found to be ok. Pt recovered from the event without sequelae and has had successful refills of the pump since that time.